Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. (B)(6). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details to bard.

Event description:
It was reported that 16 months post implantation of two stents in the left sfa (one stent located in the proximal sfa, the other stent located in the distal sfa) for treatment of two 70 % stenosed lesions, a denovo and an in-stent restenosis was detected. As reported, the lesion in the distal sfa was moderately calcified. Pre-dilation of the lesion had been performed by using a 5 mm balloon catheter. Post-dilation was performed with a drug-eluted balloon with a diameter of 6 mm. A percutaneous procedure was performed for patient treatment. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. X-ray images showing the initial stent placement were provided. On the basis of the evaluation of the images, there is no indication that an irregular stent placement or stent defect may have caused the reported in-stent restenosis. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An in-stent restenosis may be caused by various factors and may even occur inside non-defective stents that were placed correctly. Restenosis may be caused by neointimal hyperplasia, a hyperproliferative response to the vessel injury caused by angioplasty and the foreign body reaction, or by abnormal vessel geometry caused by stent implantation. An irregular stent placement as well as an insufficient pre- or post-dilation also may be contributing factors. In this case, pre-dilation as well as post-dilation with a drug-eluted balloon was performed. On the basis of the images provided, there is no indication or an irregular stent placement. A definite root cause for the event reported could not be determined on the basis of the information available. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Furthermore, the IFU indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. The IFU also mentions that pre-dilation of the lesion should be performed by using standard techniques and that post stent expansion with a pta catheter is recommended.

Event description:
It was reported that 16 months post implantation of two stents in the left sfa (one stent located in the proximal sfa, the other stent located in the distal sfa) for treatment of two 70 % stenosed lesions, a denovo and an in-stent restenosis was detected. As reported, the lesion in the distal sfa was moderately calcified. Pre-dilation of the lesion had been performed by using a 5 mm balloon catheter. Post-dilation was performed with a drug-eluted balloon with a diameter of 6 mm. A percutaneous procedure was performed for patient treatment. There was no reported patient injury.